Event description:
Within 2 years of implantation with silicone breast implants, rptr started having nerve problems, hepatitis b, seizures and arthritis. Rptr had one stillbirth and 2 miscarriages. She has one surviving child who has bronchitis and suffers from learning disorder. Rptr also suffers from bad headaches and dizziness all the time. Her symptoms improved somewhat after explantation. Rptr wants to be compensated for her surgery and extensive medical bills.